Event description:
It was reported that this implantable pacemaker device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted and successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.